Event description:
An incident occurred on an unspecified date involving the ext set 17in macro 0.2 m-fltr clv-y sl reported that the patient experiencing daily allergic reactions after beginning parenteral nutrition using this infusion set. Which resolves with treatment and does not return despite continuing this infusion. There was patient involvement, and patient experienced allergic reaction after infusion.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number. D4: only di provided as lot number is unknown.